Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02129. It was reported that the ipg could not be placed in MRI mode and patient experienced ineffective therapy. Diagnostics revealed high impedance on one lead and imaging showed that the lead had fractured. Surgery may occur to address the issue. It is unknown which lead is fractured so both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event information. Corrections: h6 - health effect - clinical code: in previous report, 2388 should have been entered instead of 4582. H6 - health effect - impact code: in previous report, 4610 should also have been entered.

Event description:
Additional information was received that one lead was fractured and the other lead migrated. Surgery occurred on 24 may 2021 during which the fractured lead was disconnected from the ipg and a new lead was implanted to address the issue. It is unknown which lead was fractured and which lead had migrated.